Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of bilateral common iliac aneurysms. The iliac arteries were severely tortuous and were a small diameter. In addition, the patient had bilateral iliac aneurysms and was considered currently unfit for open surgery. The proximal neck was 26-27 mm in diameter and 28 mm in length. The length from the renal arteries to the aortic bifurcation was 128 mm. The diameter of the right and left external iliac arteries were 7 mm. On an unknown date, prior to the implantation of the endurant stent grafts, a surgical tube graft was implanted to treat a ruptured aneurysm. Also, prior to the procedure the patient had bilateral iliac artery embolization. The stent grafts were successfully implanted. There was good flow down both common femoral arteries when the procedure was completed. The following day the right limb had occluded. A thrombectomy was attempted but was only partially successful; it was noted that there was significant thrombus present proximally in the left limb also. A bare metal stent was implanted distally in the right limb. Subsequent cta was performed demonstrating significant persistent thrombus proximally in both limbs of the graft. Since then further intervention has been performed (exact date is unknown) with bilateral stenting of the thrombus in the proximal limbs and a further stent deployed in the distal kinked segment of the left limb. The physician commented that the patient's tortuous and narrow iliac arteries were the cause of the occlusions. The physician also commented that the patient was unfit for open repair and was why the patient was treated with an endovascular procedure. The patient is currently stable. No additional clinical sequelae were reported.

Manufacturer narrative:
Results: inherent risk of procedure (occlusion). Patient's condition affected effectiveness of device (anatomy related; tortuous and narrow iliac arteries). Unapproved use of device (treatment of iliac aneurysms). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; tortuous and narrow iliac arteries). Operational context contributed to event (treatment of iliac aneurysms).